Event description:
Meter name: one touch ultr. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness, lightheaded. The pt reported that the pt could not test on the pt's meter. Their meter allegedly was not powering on. The pt was unable to get a result. There were no results reported from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No furhter info has been reported.